Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the deployment of the 26mm sapien 3 case by ta approach in aortic position, the certitude delivery system balloon burst at the last ml. During retrieval of the burst balloon into the sheath, it got stuck and the distal tip separated. The distal tip was then retrieved with a snare. The patient was doing well post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.